Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported allergic reaction. At check in patient marked true to allergic reaction, inflammation, discomfort, jaw discomfort, and sensitivity.